Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the unit does not alarm when the power goes off.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the sieve beds were saturated causing low o2, the pilot valve was defective causing the unit to alarm, the manifold was leaking, and the 4-way valve was stuck. However, the original complaint issue of the unit not alarming when the power goes off was not able to be duplicated.

Event description:
Dealer states the unit does not alarm when the power goes off.